Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned to cpi for normal battery depletion. When the device was received, the shock counters, episodes, and other device memory locations were reset. The memory reset condition was not repeatable in the lab, however, the cell voltage did drop precipitously low during test charges. It is suspected that the reset occurred during a manual cap reform which was performed on 07-15-96. The memory reset appears to be a result of high cell resistance, which built up over a period of time. Detailed follow-up information is not available at this time. Implanted: 05/27/93, explanted: 07/17/96 (implanted 37 months)